Event description:
Pt underwent angioplasty on 1/9/97. Subsequently, the nurse attempted the nurse attempted to remove the sheaths and discovered one of them had broken in two. Pt had surgery to remove retained portion.